Event description:
The customer reported that the screen appeared black with white dots and it did not x-ray. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep could not reproduce the problem. The system operates as intended.